Manufacturer narrative:
A promus premier ous mr 16mm x 2.50mm stent delivery system was returned for analysis. Examination of the device identified stent damage. Multiple proximal and mid-section stent struts were lifted from their crimped stent position. The undamaged crimped stent od (outer diameter) was measured and the results were within max crimped stent profile measurement. A visual and tactile examination of the hypotube found multiple hypotube kinks. The balloon profile, tip profile and shaft polymer extrusion profile were examined and no issued were identified.

Event description:
Reportable based on device analysis completed on 03feb2021. It was reported that there was difficulty crossing the lesion. A percutaneous coronary intervention was being performed. The target lesion was located in the severely calcified right coronary artery. This 16 x 2.50 promus premier drug eluting stent was selected. During advancement the device was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.